Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via vibratory alert. It was noted that the merlin transmitter could not check the device due to battery issues. The device was in back-up mode. The patient was stable.

Manufacturer narrative:
Additional information: b5.

Event description:
New information states that the device was restored to its normal function on aug 11. The patient moved away from the transmitter while sending transmission that is why there was an error and there was no battery issue. The patient was not symptomatic at any point.